Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service. Error logging in progress' message. As mitigation, the ccm was not used and the local controls on the pumps were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 12sep2022, the team experienced a problem with their heart lung machine (hlm) while on cpb, whereby the ccm gave a message, 'system computer needs service error logging in progress' and the ccm was not able to be used. The procedure was completed successfully using local controls, with no delay and no blood loss.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2022, the system was powered up at 09:30:49 am. At 09:52:42 am a perfusion screen was opened. At 03:41:13 pm the central control monitor (ccm) reported three 'error sent pulse' events, followed by many 'error dpram inaccessible' events, and finally an 'error process timer died' event. This would cause the reported 'system computer needs service' message on the ccm. The log confirms the complaint. The service repair technician (srt) replaced the coin cell battery and the printed circuit interface (pci) bus cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm was powered on and off four times, each time successfully powering up to the splash screen. It was determined that the ccm met specification.